Event description:
It was reported that the guidewire could not be removed from the lead during implant. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.